Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a hernia procedure. After a while, holes in the patient's stomach started developing. They drain constantly and the patient experiences fevers from them all the time. Patient has returned to surgeon but has not undergone a repair. Prescription medication is imitrex. Reported hospitalization, disability / permanent damage, other serious (important medical event).